Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they were just implanted the day prior to the report. They stated that they are on group b, and there is only 1 program, but they can't get it to light up. The patient noted that they can't feel stimulation. They stated that they are just going to increase the stimulation. The patient increased stimulation to 6.0. No further complications were reported or anticipated. 01/25/2019 (B)(4) (con): additional information received from the patient indicated that they could still feel stimulation. They stated that it just started to take longer to charge their stimulator. No further complications were reported or anticipated.